Event description:
The complainant reported a 32-year-old female patient with cardiomyopathy required impella support. During patient support, it was noted that the patient suffered a right hemispheric non-hemorrhagic stroke during impella support. Patient support continued with the implanted pump, however, the patient continued to exhibit symptoms of left sided deficits throughout the remainder of therapy.

Manufacturer narrative:
The impella device has not been returned by the customer and therefore, evaluation of the device is not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, a stroke is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva event has been completed since the original report was filed. The pump was returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.